Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.the facility would not allow them to take any data off the computer for analysis. The root cause of this inaccuracy was because the patient scan was not to imaging protocol and was missing chunks of the scans. The instructions for use (IFU) which accompanies this device contains guidance and instructions regarding proper imaging protocols.

Event description:
A medtronic representative reported that the surgeon reported being 1-2 cm inaccurate while navigating posterior during a functional endoscopic sinus surgery (fess). The surgeon registered the patient successfully, but felt inaccurate when navigating more posterior, near the carotid artery. The surgeon proceeded with the case using navigation. There was no impact to the outcome of the patient.